Manufacturer narrative:
The customer reported that the screen on the bsm (bedside monitor) was blank when it was turned on. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The inverter pcb was replaced which corrected the issue. The touch screen would not calibrate and was also replaced. The repaired device was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.nihon kohden continues to investigate the reported event.

Event description:
The customer reported that the screen on the bsm (bedside monitor) was blank when it was turned on.